Manufacturer narrative:
Catheter: model 8709, lot# j0039955r, implanted: 2001 (B)(6). (B)(4).

Event description:
The patient had an internal infection, no symptoms were reported. The pump was explanted, discarded by customer. The plan was to implant another pump when the infection cleared. Outcome at the time of this report was alive, no injury, no adverse event. The device system was used to infuse baclofen.